Event description:
Caller reported an issue where the insulin gauge on the pump displayed an amount different than expected, with the current fill estimate showing 55 units and remaining static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on how variances in measured pressures could cause this issue and explained that the fill estimate would begin to count down once the insulin in the cartridge reaches the displayed number. Caller understood and acknowledged the explanation.